Event description:
It was reported the patient had his intrathecal drug delivery pump refilled in 2008. Following the refill the patient "went into the ICU at the hospital." Reportedly, the patient's "vital signs all dropped and he almost died." At the time of the report, the patient was admitted to the hospital. The patient was to be leaving the hospital that weekend. The patient normally has his pump refilled in another country. The drug used in the pump is morphine. The patient was reportedly dissatisfied with their physician. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
"Vital signs all dropped" (unspecified).